Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was the solenoid (02-0) leaking. After adjusting the blender, o2 pressure, and correcting the leak, the issue was resolved. The fsr performed preventative maintenance, user verification test, and operational verification procedure according to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the device displays fraction of inspired oxygen (fio2) alarms. The customer performed the oxygen cell calibrations and reported the device fails the one-hundred percent calibration point. The issue occurred during patient-use. The customer reported the patient was moved to another ventilator. The customer reported there is no patient consequence associated with the event.